Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay corrected event description.

Event description:
It was reported that patient underwent an ankle open reduction internal fixation procedure on (B)(6) 2015. During the procedure, the serrated bone reduction forceps fractured while reducing the bone fragments. The fractured piece broke off and fell into the patient and had to be retrieved. Patient did not retain a foreign body.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the forceps had scratches typical of used instruments and deformations of the serrated teeth. The fracture surface had fracture artifacts suggesting a bending overload fracture. It was determined that the forces that possibly weakened the tip could have occurred prior to the event.

Event description:
It was reported that patient underwent an ankle open reduction internal fixation procedure on (B)(6) 2015. During the procedure, the serrated bone reduction forceps fractured while reducing the bone fragments. Patient did not retain a foreign body.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.